Event description:
It was reported the deep brain stimulation (dbs) patient experienced sensations of paresthesia in his arms and legs while charging his implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy.

Event description:
It was reported the deep brain stimulation (dbs) patient experienced sensations of paresthesia in his arms and legs while charging his implantable pulse generator (ipg). The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. No other anomalies were found with the analysis as the device displayed a normal charge log. The ipg remains implanted in the patient and delivering therapy. Additional information was received that a firmware update was done on the ipg, and the patient no longer experiences paresthesia while charging.